Manufacturer narrative:
The initial reporter was a patient and their occupation is listed as "other." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for spinal pain. The patient reported that their pump had "loosened," in the pocket and had been moving around since 2017. The patient reported having "weird pain," since 2017 as well. It was reported the issue started 9 months ago. The patient's doctor ordered a magnetic resonance imaging scan. The patient reported that they would have their pump replaced in the next few months. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient's doctor did know about the issue. There was a date set for a surgery, but the patient couldn't meet the deductible so it had to be postponed. The patient reported that they weigh (B)(6). The patient had noticed they were a lot more sore than normal. The patient reported that the pump has always caused pain, but it started to get worse over a period of time. No further complications were anticipated/reported.